Event description:
It was reported that the device has heating issue. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the pump was noisy, cracked tank cover, damaged microswitch, and broken pole clamp. Functional testing found the device heating worked as intended - unable to confirm the customer reported issue. However during testing the disposable alarm was going off due to a customer damaged microswitch. No device problem was found for the reported heat issue. Replaced the pump, tank cover, micro switch, and pole clamp. Device passed all functional testing.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the pump was noisy, cracked tank cover, damaged microswitch, and broken pole clamp. Functional testing found the device heating worked as intended - unable to confirm the customer reported issue. However during testing the disposable alarm was going off due to a customer damaged microswitch. No device problem was found for the reported heat issue. Replaced the pump, tank cover, micro switch, and pole clamp. Device passed all functional testing.